Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device code (B)(4) and conclusion code (B)(4) are no longer applicable for this event. Recall (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via telemetry strips with an examined at date of (B)(6) 2018 which indicated that a motor stall occurred (B)(6)2018 with a motor stall recovery on (B)(6) 2018 . A motor stall occurred again on (B)(6) 2018 with a motor stall recovery on (B)(6) 2018 the pump stalled again on (B)(6)2018 with no motor stall recovery noted. Per the telemetry strips, the pump was delivering the lioresal brand of baclofen (2000 mcg/ml at 1450.5 mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 1450mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy it was reported that the patient¿s pump started alarming. The logs were read and it was noted that the patient¿s pump stalled 10 months early. The were no known environmental, external or patient factors that they could think of. There was no MRI, no falls, just came on unexpectedly. The diagnostics and troubleshooting performed was they simply interrogated the pump and acted to get the pump replaced the next day. The pump was explanted and during the replacement they also replaced the catheter. There were no issues, they just wanted a higher catheter tip placement. The healthcare provider wanted to move the catheter tip higher than t12 where it was. The issue was resolved. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and/or wear and/or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.